Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by cloud effluent. The patient was hospitalized for peritonitis manifested by cloudy pd effluent. The pd catheter was removed and replaced with a catheter for hemodialysis. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics. At the time of this report, the patient was on hemodialysis which was expected to last for 6 weeks. The patient was recovering.

Manufacturer narrative:
(B)(4). Follow-up information: the patient was recovered.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.